Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), back pain ("back pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), migraine ("migraines / headaches"), nausea ("nausea"), anxiety ("psychological or psychiatric problems condition: anxiety"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and pain in extremity ("pain in hands/feet pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed in (B)(6) 2017. At the time of the report, the allergy to metals, female sexual dysfunction, back pain, bladder disorder, urinary tract disorder, tooth disorder, migraine, nausea, anxiety, dyspareunia, fatigue, weight increased and pain in extremity outcome was unknown. The reporter considered allergy to metals, anxiety, back pain, bladder disorder, dyspareunia, fatigue, female sexual dysfunction, migraine, nausea, pain in extremity, tooth disorder, urinary tract disorder and weight increased to be related to essure. The reporter commented: current weight 230 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. Apareunia (inability to have sexual intercourse), bladder or urinary problems orchanges, dental problems, migraines / headaches, nausea, nickel allergy, psychological or psychiatric problems condition: anxiety, dyspareunia (painful sexual intercourse), fatigue, back pain, feet pain/hands pain, weight gain, she did not undergo an essure confirmation test were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('total hysterectomy (uterus and cervix removed)') in an adult female patient who had essure inserted for female sterilization. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2019: plaintiff fact sheet received. Event per pfs: total hysterectomy (uterus and cervix removed). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.